Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called in to report a high blood glucose level at 500 mg/dl. It was reported that the customer had repeated doses of insulin but it did not help the blood glucose levels go down. The customer completed troubleshooting to rewind the insulin pump. No further assistance was needed and the product was not returned for analysis.